Manufacturer narrative:
A ge rep evaluated the sys and replaced the high voltage power supply regulator and the filament driver boards, reseated circuit boards, regreased and reseated the high voltage connectors, and performed a filament calibration. Sys operates as intended. (B) (4).

Event description:
The customer reported, the sys is displaying an ma sensor failure. No pt injury was reported.